Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0037980, implanted: (B)(6) 2005. Product type: lead: product ID 377760, lot# n0037980, implanted: (B)(6) 2005. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that device had not being working for "quite a while." Physician wanted to explant and re-implant with another neurostimulator. Additional information has been requested, but was not available as of the date of this report.